Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicator advisory, triggered elective replacement indicator (eri) with a monitoring voltage of 2.54 volts and charge time measurements of 16.5 seconds. No adverse patient effects were reported.